Event description:
Per importer's MDR: an end user was using a loaner manual wheelchair when he noted the composite clamps that are each of the four points underneath the wheelchair and this part breaks. He did not report any injury.